Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging a meter memory issue with their onetouch ping meter ¿ there were results missing from the meter memory. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the issue started on an unknown date during ¿(B)(6)¿. The patient manages their diabetes with insulin pump therapy and stated that immediately after the alleged issue occurred they consumed additional food and/or drink. ¿immediately¿ after the alleged issue began the patient stated that they experienced the symptom of ¿ketones¿ which they associated with hyperglycemia. The patient did not allege to have received any form of treatment as a result of this symptom, however. At the time of troubleshooting the cca walked the patient through resolving the issue and was able to resolve the issue. The patient¿s products were replaced and requested for evaluation. Although the alleged product issue was resolved at the time of troubleshooting this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.